Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the pt was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.(B)(4).

Event description:
(B)(4). Reason for original complaint. Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6), update 5 nov 2014. Der rcvd. Added dor, sales rep information and all products. No attachments on the original wpc. Added pain as a reason for revision. Product code and lot number supplied for stem are not coming up on jde so can not find dats and manufacturing facility.